Manufacturer narrative:
Product received at ldr medical : visual & functional examination shows no particular issue. Marks on peek jaws are evidence of rotational movements. Only few information was received on the sale order: "fell appart" after severel attempts , no more information was received. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Requests for additional information did not receive any response. Conclusion:the investigation found no evidence to indicate a device issue. The cause for the device disassembly is unknown but according to available data, it is not device related.

Event description:
Mobi-c p&f us : disassembly. As reported: the implant "fell apart ". Information was requested but no answer was received.